Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0224t, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Event description:
It was reported that the past three or four times the patient¿s wife checked the implantable neurostimulator (ins) battery status the patent felt a shock if they tried to move stimulation ¿up a tenth or something.¿ the patient stated the electric shock took care of the tremor. The patient further stated that each day they may wake up with a little bit of tremor so they take their medication and their wife will check the status of the ins. The ins was at 75% and when the patient¿s hit the white on/off button they would feel a shock go through their body just like they were getting programmed by their healthcare professional (hcp). The patient felt good, the shock did not hurt them, and it took care of their tremor for the day. This had been occurring for three or four days prior to this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.